Event description:
It was reported that monitoring was disabled on this insertable cardiac monitor (icm). Technical services (ts) advised a replacement icm device is required to continue monitoring. Subsequently, the icm has been explanted. No other devices have been implanted at this time. The icm has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that monitoring was disabled on this insertable cardiac monitor (icm). Technical services (ts) advised a replacement icm device is required to continue monitoring. Subsequently, the icm has been explanted. No other devices have been implanted at this time. The icm has been returned and analysis performed. No additional adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. Detailed analysis found no battery anomalies. No further testing was completed.